Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reverting to the setup mode. Additionally, she alleged that the m button was not responding. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unspecified time. The patient manages her diabetes with a combination of insulin and pills and denied taking any action in regards to her usual diabetes management routine in response to the alleged issue. She claimed approximately 24 hours later, she developed symptoms of ¿sweating and nausea¿ which she associated with high blood glucose. The patient reported that she reduced her food intake on that same day (time unknown) as a form of self treatment. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The meter reverted to setup mode immediately after replacing the battery. The issues with the meter were not resolved with training. Replacement products were sent to the patient. The alleged issues with the m button and meter reverting to set up mode are being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.